Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced blood glucose (bg) levels ranging from 180 mg/dl to 200 mg/dl. Reportedly, the user changed the supplies twice and continued to experience elevated bg levels. At the time of the report, the user's bg level was 270 mg/dl. The user addressed bg level with a bolus via the pump. A system check with tandem¿s technical support indicated that the pump and cartridge functioned as expected. Reportedly, the user declined to change the site and was confident that the site was functioning properly.